Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft stenosis could not be confirmed as no images depicting the stenosis were provided and no product is available for investigation. Review of the submitted log files confirmed low flow events; however, a specific cause for the events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the report of driveline infection, cardiac arrhythmia, hypertension, chest pain, nausea, vomiting, and dizziness could not be conclusively established through this evaluation. The submitted log file captured low flow events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. No other notable events were captured, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Infection and cardiac arrhythmia are listed in this section as adverse events which may be associated with the use of heartmate ii lvas. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. This section also states "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Antihypertensive therapies must be documented.". The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had one low flow alarm on (B)(6) 2023. The patient had 70-75% outflow graft stenosis. The log files noted a low flow hazard on (B)(6) 2023.

Event description:
It was reported that the patient had a past medical history of chronic systolic heart failure with cardiogenic shock pre-implant that was complicated by corynebacteria driveline infection, atrial fibrillation and ventricular tachycardia. The patient presented to the emergency room on (B)(6) 2023 with continuous low flow alarms, chest pain, nausea, vomiting and dizziness. The log files noted low flow alarms on (B)(6) 2023 and (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an outflow graft revision on (B)(6) 2023. A stenting procedure was performed with vascular surgery. Log file analysis captured low flow hazard events on 17mar2023 with noted increased frequency of pulsatility index (pi) events after 12:01pm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient had been having continuous low flows since (B)(6) 2023 at 18:45. The log file displayed multiple strings of low flow alarms from (B)(6) 2023 at 06:53 through (B)(6) 2023 at 01:17.

Manufacturer narrative:
B3: event date was estimated. Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed as no images depicting the stenosis were provided and no product is available for investigation. Review of the submitted log files confirmed low flow events; however, a specific cause for the events and a direct correlation to the reported outflow graft stenosis could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the report of driveline infection, cardiac arrhythmia, hypertension, chest pain, nausea, vomiting, and dizziness could not be conclusively established through this evaluation. The submitted log files captured low flow events on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. No other notable events were captured, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Infection and cardiac arrhythmia are listed in this section as adverse events which may be associated with the use of heartmate ii lvas. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also states "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Antihypertensive therapies must be documented.". The heartmate ii lvas patient handbook. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.